Event description:
It was reported via phone call, that the customer was hospitalized for 3 days in the intensive care unit due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 1200 mg/dl. The customer reported having symptoms of vomiting. While the customer was admitted into the emergency room the insulin pump was removed. Customer was treated with fluids and insulin drip. It was also reported that the customer does not think that the insulin pump is alarming when there is an occlusion. Troubleshooting was declined. Advised insulin pump would be replaced.

Manufacturer narrative:
Insulin pump passed functional test including prime/a33, displacement, rewind, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.